Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer's mother stated that the high blood glucose started 348 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the bolus history does not reflect the readings and boluses. The customer's mother declined to troubleshoot. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with multiple bolus wizard deliveries and was monitored. The time/date was accurate after settings. All boluses delivered completely their indicated amount and were properly recorded in the bolus history screen. No unexpected history anomaly noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.